Event description:
It was reported that while unloading the cot from the ambulance the cot collapsed. The paramedic was able to catch the cot. There was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Investigation underway.